Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1ubbl, implanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-aug-2022, UDI#: (B)(4). Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced pain and electric shock after implant. There was sciatica pain, electric shock felt in pelvic floor and burning sensation around implantation area of stimulator when stimulator was on. Pain and electric shock feelings still felt when the stimulator was off. Over active bladder symptoms didn't appear, so the therapy worked. There were no particular patient or environmental contributing factors, no fall or emi. Diagnostics were performed by the doctor during patient examination on (B)(6) 2020. Impedance measures were performed, and no defects appeared. The patient felt pain during impedance measures. The ins was turned off and total device removal was scheduled for (B)(6) 2020. The issue was resolved at the time of this report. The patient was alive with injury. No further complications were reported or anticipated.